Event description:
As reported by the field clinical specialist, approximately 1 month post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia (s3ur) implanted the patient presented with moderate pvl and symptomatic hemolysis. It was believed the index valve was not delivered with it's full intended volume, index procedural tte was non-diagnostic. The physician attempted to resolve pvl with a bav utilizing commander. First +1.5 cc's, then 2.5 cc's, then 3 cc's were added to the delivery system. Mild to moderate pvl remained so the decision was made to put a second valve in. A second 23mm s3u was implanted at 70/30 with 2 additional cc's to resolve the pvl. Trace central was observed at procedural end with tee. Implanter considered this a procedural success. Upon follow up, the fcs advised that the physician who deployed the valve struggles to get all the volume in sometimes. It was believed this was the cause of the valve being under expanded, but is not confirmed.

Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.